Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle precisionglides 30x1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: I already have two more samples with the same problems as the first. Needle 13x0,31 with issues (clogged), a bunch of units

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of needle precisionglides 30x1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: I already have two more samples with the same problems as the first. Needle 13x0,31 with issues (clogged), a bunch of units.